Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" was caused by a failure of the printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the monitor had a black screen. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the blackout image occurred after start-up due to faulty g1 board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.